Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua 2 breathing circuit was returned to fisher & paykel healthcare in (B)(4). The returned circuit was visually inspected and the inspiratory and expiratory heaterwires were resistance tested. Results: visual inspection of the returned inspiratory limb revealed that both the proximal and distal connectors were loose. Resistance test revealed that the inspiratory heater wire was out of specification. Continuity testing showed an open circuit between the heater wire and the right heater wire pin inside the overmoulded plug. The expiratory heater wire was within specification. A lot check could not be carried out as the lot number was not provided by the customer. Conclusion: all rt380 adult dual heated evaqua 2 breathing circuits are visually inspected and leak tested prior to being released for distribution. Both the proximal and distal connections are also visually inspected during the assembly process. Any circuits that fail are rejected. This suggests that the reported problem occurred after the circuit was released for distribution. The hospital further reported that the reported problem was only noted after three days of use. The user instructions that accompany the rt380 state the following: "check all connections are tight before use"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient"; "set appropriate ventilator alarms".

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt380 adult dual heated evaqua2 breathing circuit was causing an alarm on the mr850 respiratory humidifier. Inspection of the returned device on 16 february 2016 revealed that the connectors on the inspiratory limb were loose. This was found after three days of use. No patient consequence was reported.